Event description:
On (B)(6) 2026, a patient with a diagnosis of colorectal cancer underwent a stent placement procedure with vascular access obtained via the internal jugular vein using powerport m.r.I. Isp. During the procedure, difficulty was encountered as the guidewire could not be advanced through the intended pathway. Further there was bending noted in the wire. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one photo was provided for the review. The photo shows the partial view of a guidewire in which the guidewire is noted to be bent and stretched. The blue-colored straightener was observed loaded within the guidewire. Therefore, the investigation is confirmed for the reported guidewire bend issue and identified stretched issue. However, it is inconclusive for the reported failure to advance issue as the exact circumstance at the time of the reported event was unknown. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.